Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the reservoir. The customer's blood glucose reading was 400+ mg/dl. The customer stated that she changed her set in the morning. The customer stated that there were no issues with the set. The customer pulled the cannula and confirmed that it was bent. The customer will treat with manual injections and call back to complete troubleshooting.